Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Gastric ulcer is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced stomach pain and went to the emergency room. The patient was administered analgesia, and the stomach pain resolved. On (B)(6) 2023, the patient went to the emergency room due to stomach pain. It was reported that the patient was admitted to the hospital. On (B)(6) 2023, a CT scan was performed which revealed inflammation in the area where the probe ends and an ulcer where the internal retention plate is. After a query attempt, it was unclear what area the inflammation was found. It was reported that the patient's tubing was removed.